Event description:
It was reported that the health care provider (hcp) was able to aspirate the reservoir, but unable to fill it. The hcp aspirated 3.5ml as expected and was only able to fill it with 10ml. The hcp aspirated again and tried to put the solution in again and was only able to put in 10ml. Troubleshooting was being considered. Additional information has been requested; a follow-up report will be sent if information becomes available to us.